Manufacturer narrative:
The account found the left foot brake caster support is cracked. The account replaced the left foot brake caster support to resolve the issue.

Event description:
The account alleged the left foot brake caster would not hold. No patient impact.